Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning implantable neurostimulator (ins). It was reported they have ins in the box but are only getting 4 bars when charging. Caller states they flipped box over and tried to charge but then couldn't charge at all. A different recharger was used, and the representative was still only able to get 4 bars. At one point they only got 2 bars but were able to get 4 again by moving the antenna. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they sent back the ins for analysis. No further complications were reported or anticipated.